Event description:
The reporter stated that she had received an er1 message; had not compared confirmation dot to the color chart. She said she had gotten a good result on a control solution test (no details given). Stated she felt very dizzy. Reporter said she had applied sample to pink area of test strip, that comfirmation dot was completely blue, and that she had not exceeded two minutes before strip insertion. When asked to compare it to the color chart, she stated that the test strip most closely matched 350 mg/dl. Also said strips changed to almost black on confirmation dot. Follow-up contacts to reporter have not been successful.